Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to symptoms of weakness, vomiting and belly pain. It was noted that at times, the pacing rate was lower than that of the programmed lower rate. In addition, the right ventricular (rv) lead exhibited low r-wave measurements. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No further patient complications have been reported as a result of this event.